Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and was analyzed. No anomalies were found. The outer tubing overlay was melted, and the lead exhibited apparent explant damage. Concomitant products: 4076 implantable pacing lead - (B)(6) 2006; 5071 implantable pacing lead - (B)(6) 2006; 6984m implantable adaptor - (B)(6) 2006. (B)(4).

Event description:
It was reported that a couple of months after implant, the device was interrogated, and there was no data available for histograms. Additionally, the diagnostics indicated that the patient was not paced, despite being pacemaker dependant. It was determined that detections had never been programmed on. The device was explanted and replaced. Additionally, the atrial lead exhibited high thresholds, and the right ventricular (rv) lead exhibited an insulation defect that had been repaired during a previous procedure. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.